Event description:
It was reported a patient underwent an lc surgery on b)(6) 2023 and suture was used. At 10:10 a.m., the patient underwent surgery under general anesthesia. At 11:25 a.m., when the surgical incision was closed, the doctor used suture to suture. When the suture reached the third stitch , the suture was broken. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the surgeon, itinerant nurse and instrument nurse jointly checked the broken suture and needle body to see whether the suture length was normal, and whether the needle body was defective, so as to prevent the patient from leaving the body. Finally, they jointly determined that only the suture was broken. Additional information has been requested and received. Please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information information requested is unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is lc? Is the procedure a laparoscopic cholecystectomy? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/16/2023. Additional information was requested, the following was obtained: what is lc? Is the procedure a laparoscopic cholecystectomy? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.